Event description:
Reportedly this valve was explanted after a three year implant duration due to stenosis and two leaflets appeared to be fused together as well as heavy calcification seen. Replaced with another valve.